Event description:
The device was used during a laparoscopy, ovarian cystectomy. The ez35w, on second firing, made a loud noise and the surgeon noted the device stapled but did not cut. A picture of the event is being returned with the instrument. There was no consequence to the pt. On 8/15/96 1652 the surgeon stated the first firing of the ez35 was fine. On the second firing a loud cracking noise was heard. The device stapled, but did not cut. The surgeon used scissors to divide the staple line. 08/20/96 1610 spoke with contact. She stated she will try to get pt info for the cin.